Event description:
It was reported that the patient went into new sustained ventricular tachycardia (vt) 2 days post-operation. Their left ventricular assist device (lvad) flows were stable, but the patient was symptomatic. They were treated with amiodarone bolus, lytes repletion and one instance of cardioversion. Their implantable cardioverter defibrillator (ICD) had been inactivated prior, but was reactivated following the initial vt event. Approximately 2.5 hours later, the asymptomatic vt retreated with an idc shock. The event resolved without sequelae. Additionally, the patient was febrile and septic. 1/4 blood cultures were positive for gram-positive cocci (gpcs). They were started on vancomycin and were stable. The source of the infection was unidentified. On (B)(6) 2021 the patient exhibited signs of right heart failure.

Manufacturer narrative:
Patient identifier: requested patient initials; awaiting response. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was communicated that on (B)(6) 2021 that patient experienced right heart failure. They required inotropes for 13 days after implant. They also inhaled nitric oxide.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, cardiac arrhythmia, infection, and sepsis could not conclusively be determined through this evaluation. The account reported that the patient experienced ventricular tachycardia on (B)(6) 2021 and had stable device flow but was symptomatic. The patient was treated with antiarrhythmic medication, and the patient¿s implantable cardioverter defibrillator (ICD) was reactivated and provided an ICD shock approximately 2.5 hours later. Additionally, the patient had a fever with positive blood cultures for infection which was treated via antibiotics. The account reported that the patient experienced sepsis. The account later reported that the patient experienced right heart dysfunction on (B)(6) 2021 which was treated via inotropes and inhaled nitric oxide. The right heart failure reportedly resolved on (B)(6) 2021. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists right heart failure, cardiac arrhythmia, infection, and sepsis as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists infection and arrhythmia as potential postimplant complications. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information provided. The manufacturer is closing the file on this event.